Event description:
An endurant ii stent graft system was implanted for use for the treatment of an abdominal aortic aneurysm. It was reported that the patient had a double bubble aaa measuring 37x34 prox and 32x29 distal as well as a 30 mm rcia aneurysm. It was reported that the patient had a routine follow up CT and the physician noted a large endoleak. The follow up CT was evaluated and confirmed that there was a distal left type 1b endoleak. The patient was scheduled for an extension where a limb extension was placed for 3cm of seal and resolution of endoleak. The left limb was extended to the iliac bifurcation and 30mm of seal was obtained. No additional clinical sequelae were reported and the patient is fine. A review of returned cta¿s 10-months post-implant revealed that the endurant bifurcate was positioned just below the renals. The stent graft proximal od measured 25mm, and there was approximately 2cm of proximal seal length. The neck was essentially straight. The abdominal aorta is aneurysmal in 2 locations. The proximal aneurysm near the level of the gate measures 3.5cm maximum and there is a probable type ii endoleak from a lumbar seen feeding the posterior aaa. The aorta then narrows to 2.5cm before dilating to 3.5cm near the distal aorta where a distal type I endoleak is seen from the left iliac artery. The ipsi limb and ipsi extension were positioned within the right external iliac artery. The patient¿s right common iliac artery was aneurysmal measuring 3cm in diameter. The left/contra limb was positioned down into the distal aaa sac with no radial apposition within the left common iliac artery. The distal stent graft od of the contra limb measured 11mm, and the left iliac artery measured 12mm ID at that location. One cm proximal to the distal contra limb the vessel ID was 17mm. Just distal to the stent graft the left common iliac artery was acutely angulated posteriorly 90 deg, and the common iliac artery diameter ranges from 11 - 12mm along the 3 ¿ 4 cm length to the iliac bifurcation. Both limbs are patent. A possible filter was seen placed in the ivc near the level of the flow divider. Review of several still angio images during an intervention (unknown study date) confirmed that there was a distal type I endoleak from the left/contra limb. After extending the contra limb approximately 2 ¿ 3cm to just proximal to the left hypogastric, the endoleak appeared to have resolved. The exact cause of the distal type I endoleak is uncertain. Earlier follow-up images were not available for review, and the location of the iliac limb and vessel anatomy immediately post-implant is unknown. It could not be determined if the iliac pulled out of the iliac and/or if there had been disease progression and vessel dilatation.

Manufacturer narrative:
(B)(4).